Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery, while cutting closed lobes, the device did not fire. The surgeon able to press the green button and squeeze the handle. It was replaced by a brand new blue reload to complete the case. There was no patient injury.